Event description:
It was reported that a user applied a new libre 3+ sensor that paired with the phone but not with the ilet pump, with multiple unsuccessful pairing attempts and a sensor failed alert on the pump; after assistance exiting a supply change workflow, sensor glucose readings began to display. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. Investigation included review of device logs and troubleshooting with user education focused on sensor pairing and supply change workflow. Investigation of this case revealed a sensor pairing failure between the pump and sensor, with a software or workflow-related interruption during the supply change that resolved once the workflow was exited, and no hardware component damage was identified. It was concluded, based on previously established findings for similar reports, that user interface or workflow factors and connection process variability were the probable causes.

Manufacturer narrative:
Initial.